Event description:
It was reported that during a single level balloon kyphoplasty procedure at l2, the balloon broke off and the physician unsuccessfully attempted to remove it. The balloon was entombed in bone cement. It was reported that there were no other complications.

Manufacturer narrative:
Device not returned for evaluation; follow-up information from company representative. No conclusion can be drawn at this time. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.